Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a female patient who was injected with a total of 1.1 ml of radiesse into nose dorsal and nose tip on (B)(6) 2016. Radiesse was mixed with 0.3 ml of lidocaine. Needle used for injection was 27g. This was the patient's first use of dermal fillers. The patient's medical history was reported as none. On (B)(6) 2016, during the injection, the injected area presented whiteness. The injector did not proceed with any measure to treat the symptom. He advised the patient to use heat pack at home. On (B)(6) 2016, the patient experienced constant pain and she noticed the "bruised" area had widened so she returned to the clinic. The patient was diagnosed with nose necrosis. Corrective treatment included intravenous antibiotic and hyaluronidase. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of moderate intensity. Follow-up information was received on 24-aug-2016: the patient received IV antibiotic treatment as well as oral antibiotic for 7 days. The patient was gradually recovering from her symptoms. The affected area was healing properly.

Event description:
Follow up information was received on 08-sep-2016: the patient has fully recovered from her condition. The outcome of the event was changed from resolving to resolved.